Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Slurring words [dysarthria]. Hyperglycaemia [hyperglycaemia]. The spring in pen stopped working [device malfunction]. The pens would not deliver a dose of medication [device failure]. Patient could not administer insulin because the pens would not deliver a dose of medication [drug dose omission by device]. Case description: this serious spontaneous case from australia was reported by a pharmacist as "slurring words(slurred speech)" with an unspecified onset date, "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "the spring in pen stopped working(device component malfunction)" with an unspecified onset date, "the pens would not deliver a dose of medication(device failure)" with an unspecified onset date, "patient could not administer insulin because the pens would not deliver a dose of medication(drug dose omission by device)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , ryzodeg penfill (insulin aspart, insulin degludec) (dose, frequency & route used-24 iu, bid, subcutaneous) from unknown start date for "diabetes mellitus", patient's height, weight and body mass index was not reported. Current condition: diabetes mellitus (type and duration was not reported). It was reported that patient had novopen 4's and over the space of a few days whereby the spring in them stopped working and patient reported them as 'losing power'. The pens would not deliver a dose of medication. As a result of this the patient could not administer her ryzodeg insulin and her blood glucose levels increased up to 13mmol/l and the patient was slurring her words. The pharmacist took the patient to hospital where she was admitted because of her hyperglycemia. Patient was then changed to ryzodeg flextouch pens. Batch numbers of novopen 4 (1): dug2381, novopen 4 (2) : kvg1s38-1, novopen 4 (3) : hvgp048-1 , and batch number of ryzodeg penfill was unavailable. Action taken to ryzodeg penfill was reported as product discontinued due to ae. The outcome for the event "slurring words(slurred speech)" was not reported. The outcome for the event "hyperglycaemia(hyperglycaemia)" was recovered. The outcome for the event "the spring in pen stopped working(device component malfunction)" was not reported. The outcome for the event "the pens would not deliver a dose of medication(device failure)" was not reported. The outcome for the event "patient could not administer insulin because the pens would not deliver a dose of medication(drug dose omission by device)" was not reported. This case was linked to two other argus cases of (B)(4) and (B)(4) (same patient).

Event description:
Case description: investigation results : name: novopen 4 blue, batch number: dug2381; visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to detect the alleged fault. The product including the spring was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Name: novopen 4 blue, batch number: kvg1s38-1; visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications .it was not possible to detect the alleged fault. The product including the spring was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Name: novopen 4 blue, batch number: hvgp048-1; visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications .it was not possible to detect the alleged fault. The product including the spring was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Name :ryzodeg penfill: batch : unknown; no investigation was possible, because neither sample nor batch number was available. Since last submission : inv updated; final report checked in EU/ca tab; CAPA comment updated in eol; non-reportable checked as no in device tab; malfunction updated as no; b,c,d,g codes updated in device addendum; narrative updated accordingly. Final manufacturer's comment: 15-mar-2022: upon investigation of the returned devices, no faults were found. The device was found to be normal and working as per the specification. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of dysarthria and hyperglycaemia. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of reported events. Company comment: dysarthria is assessed as unlisted event; hyperglycemia is assessed as listed event according to the novo nordisk current ccds in ryzodeg. Relevant information on medical history, final diagnosis and treatment given are unavailable for complete causality assessment. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor for the development of reported events. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg. H3 continued: evaluation summary- name: novopen® 4 blue, batch number: hvgp048-1 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications .it was not possible to detect the alleged fault. The product including the spring was found to be normal. During examination of the product, no irregularities related to the complaint were detected.